Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The customer stated there was no patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "customer problem: customer reported three lines on the test device which was unusual since they started using bd veritor. Bd veritor displayed a positive test result with that test device but follow up pcr result was negative. "

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The customer stated there was no patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " customer problem: customer reported three lines on the test device which was unusual since they started using bd veritor. Bd veritor displayed a positive test result with that test device but follow up pcr result was negative. "

Manufacturer narrative:
H6: investigation summary this statement summarizes the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1090845. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation was performed on the batch number provided and no relevant issue was found. Retention sample testing was not done because the material was past its expiration date. Bd makes no claims on expired products and stability studies have shown the use of expired materials may affect the sensitivity of the assay. Therefore, materials past expiry will not be tested. A trend was identified for false positive results. Based on the trend, a corrective and preventive action (CAPA) 1878253 was initiated.